Event description:
The technician alleged that the brake caster wheel came off of the brake caster. No pt impact.

Manufacturer narrative:
The technician found the wheel had separated from the brake caster stem. The technician replaced the complete brake caster to resolve the issue.